Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited mild noise without causing any symptoms. Patient also experienced phrenic nerve and intercostal nerve stimulation. Right ventricular lead was suspected to be cause of the stimulation. Patient presented for a routine generator upgrade. During the procedure, both atrial and right ventricular leads were extracted and replaced. Patient did not have any complications or symptoms from surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.